Manufacturer narrative:
The events of infection (unknown onset) and seroma-late are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, corrected and/or changed data: infection (unknown onset), seroma-late.

Event description:
Healthcare professional reported, via nbir a right side infection and seroma. Device has been explanted.